Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: no lot check could be performed as no lot number was provided. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. Condensation in the breathing circuit can be caused by a number of setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. Without the circuit and with no information regarding its usage we cannot determine what caused the condensation. Based on the information provided by the hospital it is likely that the excessive condensation was due to incorrect setup. A fisher & paykel healthcare representative visited the hospital at the time of the incident and has offered training to the customer to prevent future condensation problems. The hospital has also offered to retain and provide to us any device involved, should another such incident occur.

Event description:
A hospital in (B)(6) reported excessive condensation in the expiratory limb of an rt200 adult breathing circuit on a patient receiving CPAP via an oral et tube from a drager ventilator. The patient was bagged and a replacement rt200 circuit fitted. No further condensation problems were experienced after the circuit was changed.